Event description:
A customer contacted beckman coulter inc. (Bci), regarding an erroneously elevated accutni result generated by the access 2 instrument for one pt. Customer tested a sample for accutni and obtained a result of 2.00 ng/ml and upon repeat, the result was "<0.04ng/ml". The erroneous result was not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Qc was in range prior to the event. No system check information was provided. A field service engineer (fse) was dispatched: all hardware verification testing passed. No hardware issues identified. Instrument verified as performing to specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.